Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue as the error did not reappear. The caller chose not to start a new sensor during the call since the previous sensor had failed but plans to start a new one afterward.